Event description:
It was reported that the l4 drg lead fractured. As a result, there were no working contacts on the l4 lead. Surgical intervention was undertaken wherein the entire drg system was explanted and replaced with an scs system. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.